Event description:
Customer reportedly received the following results on aviva plus system 1 within 10 minutes: 190 mg/dl, 80 mg/dl, and 150 mg/dl. Customer tested 140 mg/dl on aviva plus system 2. All results were obtained within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to self-treat. No adverse event related to the device was reported. Requested return of suspect however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). (B)(4).